Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range high, pacing lead impedance was observed. Possible cause of the issue is lead damage or fibrotic tissue around the tip. The lead was capped and replaced. The patient was stable post-procedure.